Event description:
It was reported a loss of aspiration occurred during use. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure. During the procedure, the device would stop after 5 seconds of run time. The device was removed, the console was reset and the catheter was re-primed; however the issue still persisted. The procedure was completed with another of the same device. There were no patient complications reported.